Manufacturer narrative:
No additional information could be obtained for this literature article. Conclusion: in the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an unknown overlapping enterprise stent and a leo stent without coils, the patient (case 11) experienced intramural hemorrhage, and 6 months after stent implantation angiography demonstrated thrombosis of the aneurysmal sac. The patient had presented with mass effect on the brain stem with mrs 1. The basilar artery aneurysm was fusiform. Following stent placement, the aneurysm was occluded. There was no additional patient, procedure or device information listed in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed. The device was not available for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. Stroke and thrombosis are known potential adverse events associated with the enterprise stent or the procedure and are listed in the instructions for use (IFU). The root cause of the events could not be determined based on the information provided; however, the IFU states: ¿the performance and safety of two or more overlapping stents has not been established.¿ the IFU also cautions: ¿the codman enterprise vascular reconstructions device and delivery system is not intended for u.s as a stand-alone device, i.e. Without subsequent coil embolization at the aneurysm¿. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The following literature article is attached to this MDR report: mu, s., li c., yang, x. Et al. (2016). Reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes. Clin neuroradiol. (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Since the lot number was not provided, device manufacture and expiration dates are unknown. The date of the event was also unknown. Three attempts to obtain additional information have been unsuccessful; however, it is anticipated that additional information may be available. When additional information is provided, a follow-up MDR will be submitted.

Event description:
In the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an unknown overlapping enterprise stent and a leo stent without coils, the patient (case 11) experienced intramural hemorrhage, and 6 months after stent implantation angiography demonstrated thrombosis of the aneurysmal sac. The patient had presented with mass effect on the brain stem with mrs 1. The basilar artery aneurysm was fusiform. Following stent placement, the aneurysm was occluded. There was no additional patient, procedure or device information listed in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed.